Event description:
Surgeon was locking cams on a one level uniplate when the shaft tip sheared off. Shaft was changed and the tip sheared again. Opposite side of the shaft was used to lock cams. Upon inspection, shaft used to lock cams looks deformed. Contact confirmed the tips were retrieved and discarded. See medwatch 1526439-2012-00251 for other instrument.

Manufacturer narrative:
Cam tightener was visually inspected. The cam tightener has dual tri lobe features on either end. One end of the tri lobe was sheared off, with a twisting pattern on the remaining portion (approximately 1 mm on g0207) of the tri lobe features (in the direction of tightening the cam). The opposite ends have tri lobe features that were intact, but twisted in a direction that indicates tightening of the cam feature. Cam driver was released to stock in (B)(4) 2007. It has been in the field for a substantial amount of time. The cam tightener torque handle (based on lot code identification) was released to stock in approximately 2005-2006 time frame, which has also seen approximately (B)(4) of field use. It should be noted that torque limiting handles have a recommended calibration cycle of every (B)(4). Non calibrated handles could possibly apply more torque than intended resulting in accelerated driver tip damage and breakage. Review of the lot history records (g0207) found a lot quantity of (B)(4) was released to stock in (B)(4) 2007 with no discrepancies. Even though the root cause cannot be positively determined, the age of the device sent in for evaluation suggest that the failure was indicative of wear and tear and repeated cyclical usage of the driver. The failure mode of the device that was returned for evaluation suggests that age and field usage may have likely caused the drivers to twist and ultimately break. It should be noted that rd has indicated that there is a suggested calibration cycle of 6 months for torque limiting driver handles. Past complaints of this nature show that drivers have been in the field for an average of 6.43 years, suggesting extensive usage. Driver tips should be examined prior to and after surgery to ensure that there is no driver tip damage. No CAPA is deemed necessary at this time.